Event description:
The customer reported the subject device was not displaying an image, and the button would not work. The reported issue occurred while preparing the device for use during an unspecified therapeutic procedure. The intended procedure was completed using another device. There was no report of patient or user injury due to the event. This report is being submitted for the device not displaying an image.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was confirmed and found to be caused by a printed-circuit board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the image was not displayed due to substrate damage or failure on the printed-circuit board. However, the root cause of the substrate failure could not be determined. The reported issue (the button does not work) was also confirmed. In addition, service found the protective panel was scratched. Per the legal manufacturer, these other device issues have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.